Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) event during an ablation procedure. Technical services (ts) was consulted, discussed that sam can detected external noise as minute ventilation (mv) chop. Ts discussed how to enable mv. This pacemaker remains in service. No adverse patient effects were reported.